Manufacturer narrative:
An internal tear was observed on the soft cannula, resulting in component corrosion and low battery voltages. The internal tear is independent of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours on the arm. The investigation of pod found damage to the cannula.